Event description:
On (B)(6) 2014, it was observed that the pump's aspirated reservoir volume did not match the expected volume. The pt had experienced withdrawal symptoms and was treated with oral medication. The reported issue has not reoccurred since.

Manufacturer narrative:
(B)(4).